Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat atrial fibrillation, a farawave catheter was selected for use. It was reported when the catheter's tubing was connected for irrigation, a glue-like substance peeled off from the root of the catheter where the catheter's flush port was protruding. No leakage was noted so the procedure was continued with the original device. The procedure was completed successfully without patient complications. The catheter is not expected to be returned for analysis as it was discarded.